Manufacturer narrative:
The customer¿s experience with an of deferoxamine 240ml completed sooner than expected could not be confirmed. The review of the pcu event log identified an unknown secondary infusion that was programmed to infuse at 10ml/hr with a vtbi of 240ml on (B)(6)2019 at 9:44 pm. The log show on (B)(6) 2019 at 6:23 am, the device alarms for ¿air in line¿. The infusion is restarted. The log records the infusion is paused then channeled off. The total infusion time is approximately 8.5 hours with a total volume infused of 86.366ml. The log could not determine why the infusion was stopped early. A review of the device history record in sap for (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the(B)(4) which confirmed no similar complaints with the same or related failure mode. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The file may be closed based on the above facts.

Event description:
It was reported that a 2nd bag of deferoxamine 240ml IV infusion was started at about 2130 on (B)(6) 2019. The bag was set to infuse at 10ml/hr to ran for 24 hours. Infusion completed at about 0630 on (B)(6) 2019. There were no report of any changes to the 10ml/hr rate. No reports of patient injury.